Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A ventec employee reported that the touchscreen on the device was unresponsive. There was no patient involvement associated with the reported event.